Manufacturer narrative:
(B)(4).the sample was not returned to baxter for evaluation. Therefore, the reported condition of ?reservoir ruptured? Could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and revealed that the product met all acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that the reservoir of a ce intermate lv250 device had ruptured during patient use. According to the report, the patient was receiving an infusion of fortum when the rupture occurred. There is no report of patient injury or medical intervention. No additional information is available.